Event description:
Customer reportedly received results of 200 mg/dl and 94 mg/dl within 10 minutes on the same device. No action was taken based on device results. Last week, the customer reportedly received results of #lo# and 244 mg/dl within 10 minutes on the same device. No high or low blood glucose symptoms with any of these results. No adverse event reported. No quality controls were used. Customer also reporting ongoing error messages not related to the malfunction. Requested return of suspect device and replacement was sent.